Event description:
A (B)(4) distributor contacted zoll customer support to report that the response buttons on a patient's monitor were not functional. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation, the rear response button was non-functional. The cause for the non-responsive button was isolated to a damaged rear response button flex wire. The root cause for the damaged response button cable could not be positively identified. No adverse event resulted from the damaged response button flex wire. The patient received a replacement monitor.